Event description:
It was reported that the procedure was treating a mildly tortuous, non-calcified, 75% stenosed, de novo lesion in the mid left circumflex coronary artery. The hi-torque bmw elite ii guide wire crossed the lesion and pre-dilatation was performed with a non-abbott balloon dilatation catheter. A non-abbott drug eluting stent was then deployed in the lesion and intravascular ultra sound (ivus) was performed several times with a non-abbott device. On angiography, the distal end of the guide wire seemed to be looped and there was resistance noted between the guide wire and the ivus catheter. The ivus catheter and the guide wire were removed from the anatomy as a single unit and the guide wire was found to have separated approximately 5cm proximal to the tip ball. The separated distal section of the guide wire was not found, so the non-abbott guiding catheter was removed from the anatomy and the separated section was found in the guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 2.5x15mm sapphire ii; guide cath: launcher; stent: 2.5x12mm promus element; other: opticross. Evaluation summary: the device was returned for evaluation and the reported separation and prolapsed tip were confirmed. The resistance could not be tested due to the condition of the returned guide wire. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot revealed no other incidents for detachment of device component, difficult to remove, difficult to position, or device operates differently than expected for this lot. Based on the reviewed information, no product deficiency was identified.